Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) could not be interrogated with a 3120 programmer. The programmer displayed an out of range telemetry message. The patient was transferred to a health care facility and the device was successfully interrogated with a 2920 programmer. However, the physician elected to replace the ICD based on the inability to communicate during the first interrogation attempt and due to the recall advisory for this model.